Manufacturer narrative:
(B)(4) device is similar to device with 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to study: this (B)(6) male patient had a type ib endoleak noted on a follow-up CT (17 days post-procedure). On (B)(6) 2015, a proximal component (zta-pt-38-34-217, lot #e3322923) and a distal component (zta-p-34-209, lot #e3317583) were implanted without difficulty. The left subclavian artery was not covered, but left subclavian artery revascularization was performed. Renal angioplasty and stenting was also performed at the time of the index procedure. On the final completion angiogram, an unknown type of endoleak was left uncorrected. Follow-up CT: on (B)(6) 2015 (17 days pp), a type ib (distal end) endoleak was noted: "dissection - distal reentry." False lumen perfusion was also noted from a distal re-entry tear which was pre-existing. No other technical observations/imaging abnormalities were observed. Patient outcome: the patient was discharged from the hospital on (B)(6) 2015 (20 days pp). No further information has been received.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: re-investigation due to new information provided. The investigation of this complaint was based on review of complaint history, device history records, the instructions for use (IFU) and imaging review. According to the imaging review, a type ib endoleak is excluded. A type ib endoleak would constitute flow between the endograft and intima. This was not present on either end as the endograft was completely sealed with the intima. Persistent perfusion of the distal thoracic false lumen was secondary to retrograde flow entering the abdominal false lumen through abdominal aortic intimal defects not covered by the endografts. Persistent proximal descending thoracic aortic false lumen perfusion was in part related to intercostal artery and/or bronchial artery perfusion. A dissection patient was treated with the use of zenith alpha thoracic endovascular grafts. As per IFU, the alpha graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations with dissections. It is therefore not possible to evaluate the performance of the device in this case. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Additional information received 08aug2017: on (B)(6) 2016 the patient underwent a planned open aaa surgical repair. Following this procedure the type ib endoleak was again noted. In the comments the site stated "fenestrated endograft planned". No additional reportable adverse events or secondary interventions were reported related to the type ib endoleak. On (B)(6) 2016 (316 days post-procedure), the 12 month follow-up CT was completed. The false lumen at the level of the stented segment of the aorta was partially thrombosed. The false lumen above the stented segment of the aorta was patent. There was no progression of the dissection. The type ib endoleak was again noted. This endoleak did not result in an event or secondary intervention. On (B)(6) 2016 (404 days post-procedure), the patient had a ¿planned procedure¿ (taa fenestrated endograft) to treat the type ib dissection. Upon completion of the procedure a type ii endoleak was noted and left untreated. On (B)(6) 2016 (413 days post-procedure) the patient underwent ¿a laparotomy for hemostasis¿. In addition the patient was diagnosed with a mesenteric hematoma and spinal cord shock secondary to hemorrhagic shock. These were reported as unrelated to the study device or study index procedure.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference #: (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k): p140016. (B)(4). Summary of investigational findings: it was not possible to determine the exact root cause of the reported event based on the information currently available. However, it was determined that the product was used off label, as the zenith alpha thoracic endovascular graft is not indicated for treatment of dissections. This product was in this case used for treatment of dissection as well as aneurysm. According to the IFU: - the proximal component should be used in combination with a distal component, not two proximal components, as in this case. - the zenith alpha¿ thoracic endovascular graft is indicated for treatment of aneurysms and ulcers in the descending thoracic aorta, not dissections, as in this case. The product was used off label. - the performance of zenith alpha¿ thoracic endovascular graft has not been tested and established in the treatment of aortic dissections. - endoleak is a known potential adverse event. It is noted that no new clinical event or intervention has been reported due to the endoleak. There is no evidence to suggest that this device was not manufactured according to specifications.the complaint will be closed, and reopened if new information is provided. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: this (B)(6) male patient had a type ib endoleak noted on a follow-up CT (17 days post-procedure). On (B)(6) 2015, a proximal component (zta-pt-38-34-217, lot #e3322923) and a distal component (zta-p-34-209, lot #e3317583) were implanted without difficulty. The left subclavian artery was not covered, but left subclavian artery revascularization was performed. Renal angioplasty and stenting was also performed at the time of the index procedure. On the final completion angiogram, an unknown type of endoleak was left uncorrected. Follow-up CT: on (B)(6) 2015 (17 days pp), a type ib (distal end) endoleak was noted: ¿dissection ¿ distal reentry.¿ false lumen perfusion was also noted from a distal re-entry tear which was pre-existing. No other technical observations/imaging abnormalities were observed. Patient outcome: the patient was discharged from the hospital on (B)(6) 2015 (20 days pp). No further information has been received.